Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank and there was moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2017 with the following findings: during investigation, the pump powered up with auditory and vibratory alarms to a blank display. Moisture corrosion was found on the display screen inside the pump. The pump cover was removed to find moisture corrosion to the display screen, and internal components. The battery compartment was undamaged and the battery cap was able to fit securely. Unrelated to the original complaint, a leak test was performed and failed due to a crack in the pump case from between the keypad and the sealing.